Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient developed a mesh exposure at the incision site 3 to 6 weeks post procedure. Surgical closure was required to resolve the event.

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.